Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect.

Event description:
Baxter canada received a report that an intermate leaked after filling. The device was filled with a 250-ml solution of 90 mg pamidronate in (B)(4) saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination did not confirmed the reported condition of a leak. However, during the functional leak test, leakage was confirmed at the junction of the tubing and the luer post. Examination of the leak area noted the cause of leakage was due to a partially broken tubing. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.